Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was admitted to hospital after a ventricular assist device (vad) disconnect at home on (B)(6) 2017. The family stated that the patient disconnected the pump in an attempt to commit suicide. The patient has told the staff at the hospital that a family member disconnected the pump when they had a disagreement and stated that the police are involved. The patient started to have electrical faults after the admission to the hospital on (B)(6) 2017. It was stated that the effect on the patient was anxiety. It was stated that the patient currently is denying suicidal ideation, a psych consult was put in and the patient is on suicide precautions. It was further stated that the logfiles were sent to manufacturer. It was stated from the manufacturer clinical engineer on 26oct 2017, that preliminary log files indicate electrical fault alarms on front and rear staters and that the pump is currently operating on rear stater only. It was stated that the were no observable driveline damage. On (B)(6) 2017 patient was prepped for driveline repair procedure. Dobutamine infusion was started, echo images were done, crash cart was set up, and arterial line was inserted. Heparin was placed on standby and cardiologist and cardiothoracic surgeon were on standby in the room. It was stated that the splice repair was performed without issue. Pump restarted on dual stater as expected. Following repair, no alarms present, and no alarms could be recreated. There was an approximately 10 second pump stop during procedure. It was also stated that the actions performed resolved the issue. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #conclusion: (B)(4) and a segment of driveline cable (B)(4) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that the controller passed functional testing; however, visual inspection revealed a loose power port 1 connector and a missing serial cap. These are additional observations not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. The missing serial cap is likely due to user's handling of the device. Failure analysis of the returned driveline cable segment revealed that the device passed visual inspection and functional testing. There was no obvious physical damage or anomalies to the driveline segment and the driveline passed the continuity test and locking mechanism test. No contamination was observed on the connector of the returned driveline or controller. The reported event was confirmed via logfile analysis. Review of controller log files revealed one vad disconnect alarm logged on (B)(6) 2017 at 10:34:05. One electrical fault alarm was logged on (B)(6) 2017 due to an open phase on the rear stator, resulting in the pump running on a single stator (front-stator only). Two additional electrical fault alarms were subsequently logged due to an open phase on the front stator, resulting in the pump running on rear-stator only, as well as one electrical fault alarm indicating that the front stator was not connected. Five high watt alarms, which are indicative of the increased power consumption associated with the pump running on a single stator, and one vad disconnect alarm were also logged on (B)(6) 2017. These alarms suggest an intermittent connection of the driveline to the controller. An additional vad disconnect alarm was logged on (B)(6) 2017, which corresponds with the splice procedure. Four low flow alarms were also logged on (B)(6) 2017; this is an additional observation not related to the reported event. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, or poor vad filling. Considering that the returned driveline segment mated properly with a test controller and the returned controller mated properly with a test driveline during failure analysis, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the electrical fault event may be attributed to improper connection of the driveline to the controllers. Additional device(s) involved in event: serial - (B)(4) / model number 1403us / expiration date: 2017-11-30 labeled for single use: yes. Method: 10, 4112, 3331 result: 180 conclusion: 12, 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices: additional device(s) involved in event: brand name: heartware ventricular assist system ¿ controller 1.0, medical device: serial - (B)(4) / model number 1403us / expiration date: 2017-11-30. Device available for evaluation: yes, 2018-03-06. Device evaluated by manufacturer: yes. Device manufacture date: 2016-11-22. Labeled for single use: no. (B)(4). Preliminary analysis: the returned controller passed functional testing, passing all tests. During external visual inspection revealed the controller power port 1 connector was loose. If information is provided in the future, a supplemental report will be issued.